Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and silicone migration.

Event description:
Patient reported "lymph gland removed" and "numerous confluent drops of silicone". The device remains implanted.

Event description:
Patient reported "lymph gland removed" and "numerous confluent drops of silicone". Later healthcare professional reported " drops of silicone and implant appears damaged". Later healthcare professional reported "capsular contracture baker grade ii and ruptured implant". The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.